Event description:
It was reported the patient's blood glucose levels rose to 16 mmol/l (288 mg/dl). The pod was leaking while worn on the abdomen for worn less than an hour. A new pod was successfully applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.